Event description:
It was reported the pt experienced a return of symptoms of increased baseline spasticity. The event had been consistent since the last refill in late 2008. The pt had been on oral medications. A dye study was performed with no problems. A roller study was performed and noted the roller did not move. The drug in the pump was compounded baclofen. No outcome was provided. A follow-up will be submitted if additional info becomes available.

Manufacturer narrative:
.